Event description:
The physician reports that the trailing haptic broke off when the crystalens was being implanted in the patient. Although there was patient contact the event did not require intervention (no incision enlargement, etc.). The backup crystalens was implanted without incident. The surgeon attributed the lens damage to the staar surgical lens insertion system.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.